Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected low battery alarm during testing. The pump was received with cracked keypad overlay at select button, missing reservoir tube o-ring scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert and damage on the insulin pump. The customer's blood glucose reading was 5.8 mmol/l. The customer stated that the battery icon is red. The customer stated that last battery change was today. The customer reported damage to the o-ring. The customer mentioned that the pump was dropped. The insulin pump was returned for analysis.